Manufacturer narrative:
Section g4 in the previous report was inadvertently omitted. The 'date received by manufacturer' for the previous report is 13dec2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed low speed events; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted log file captured drops in speed below the low speed limit on (B)(6) 2019 at 07:33 am, on (B)(6) 2019 at 08:52 am, on (B)(6) 2019 at 09:00 am, on (B)(6) 2019 at 12:02 am, on (B)(6) 2019 at 12:25 am, on (B)(6) 2019 at 02:37 am, on (B)(6) 2019 at 02:53 am, on (B)(6) 2019 at 03:51, and on (B)(6) 2019 between 11:12 am and 11:15 am. All of the low speed operation alarms occurred while the patient was supported by the mobile power unit (mpu). Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2019 under work order #00075704 and approximately 12¿ of the external portion/ distal-end of the driveline along with a piece of unattached black wire measuring less than 1¿ and a piece of unattached orange wire measuring less than 1¿ were returned for evaluation. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. The silicone jacket and bionate layer were unremarkable. Breakdown of the metal braided shield was observed at the terminus of the bend relief, between 2.25¿ and 4¿, 4.5¿, and 5.5¿ from the metal connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. It was later reported that there were alarms following the distal-end driveline replacement. As of (B)(6) 2019, the plan was for the patient to be placed on an ungrounded patient cable and the power module. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had been having numerous speed drops while on ac power which began on (B)(6) 2019. Patient had been having weight fluctuations, the external driveline was intact. Weakened spots were felt during assessment of the driveline. Patient was admitted for monitoring, evaluation and concern for driveline damage. The log file captured speed drops less than the low speed limit on (B)(6) 2019. The speed drops all occurred while the patient was connected to the mpu. This could be caused by a percutaneous lead short to shield issue. Noted the internal x-rays captured a bend in the percutaneous lead which was approaching 90 degrees. Images were reviewed by tech services and they did not notice any areas of obvious shield breakdown. On (B)(6) 2019 external perc lead repair performed. There had been alarms post repair. Plan was to put patient on an ungrounded cable and power module at this time. No further or additional information was provided.